Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. During a routine replacement of an implantable cardiovertor defibrillator (ICD) an insulation break was found. The rate sensing portion was replaced with two rate sensing leads.